Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Later, healthcare professional reported rupture and fold and via ultrasound "several folds and ripplings, mild fluid (+), lobulated indistinct margined hyperechoic nodule." The event of "lobulated indistinct margined hyperechoic nodule" is not device related. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. The device remains implanted.